Event description:
It was reported that during the implant attempt there was high/unstable/variable threshold due to patient anatomy. The lead was not implanted and a new lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.